Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the reported device failure was not specified, the analysis did confirm a suture break occurred during knot tightening. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified interventional procedure. Reportedly, an unspecified device failure occurred. The device was removed and it is believed that another proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.